Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion in 4.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device was inconclusive and incomplete. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined.